Event description:
It was reported that the universal battery charger (ubc) created a short inside the device with visible sparks. The device did not operate afterwards.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of device did not operate was confirmed with the returned universal battery charger (serial # (B)(6). Visual inspection of mainboard assembly revealed damaged components and electrical trace that is consistent with an electrical overload condition. The mainboard assembly was damaged beyond repair and further evaluation could not be performed. A root cause of the damaged mainboard assembly could not be determined during the analysis. The mainboard assembly was replaced, and preventative maintenance were performed. The unit passed all testing per procedure. The universal battery charger was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (rev c) and the heartmate 3 instructions for use (rev c). Under section 3, power the system, description of battery charger pocket lights and their meaning. A green light means the battery is charged and ready for use. A steady yellow light means the battery is actively charging. A red light means the battery is defective or the charger has a problem. See table 3.3 for a complete description of charger pocket light color codes. Under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Schedule a battery charger inspection and cleaning with thoratec-trained personnel. The safety inspection and cleaning includes (but is not limited to) functional testing, cleaning, and inspection. No further information was provided. The manufacturer is closing the file on this event.